Event description:
The customer reported a falsely decreased architect tsh result on a 9-yr old female patient. Results provided: (B)(6) 2022, sid (B)(6) = 85.94 / > 100 / x5 dilution = 190.03 / 197.66 uiu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid: (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6). Additional testing added to section b5: new sample procured on the same patient on 15nov2022: sid: (B)(6). Tsh 53.83 uiu/ml. Ft3 < 1.50 pg/ml. Ft4 0.54 ng/dl. Repeated on 11/16/2022. Ft4 < 0.40 ng/dl. Tsh > 100.00 uiu/ml. Ft3 < 1.50 pg/ml. Tsh 1:5 dilution = 116.02 uiu/ml.

Event description:
The customer reported a falsely decreased architect tsh result on a 9-yr old female patient. Results provided: 26oct2022 sid (B)(6) = 85.94 / > 100 / x5 dilution = 190.03 / 197.66 uiu/ml. New sample procured on the same patient on 15nov2022: sid: (B)(6). Tsh 53.83 uiu/ml. Ft3 < 1.50 pg/ml. Ft4 0.54 ng/dl. Repeated on 11/16/2022. Ft4 < 0.40 ng/dl. Tsh > 100.00 uiu/ml. Ft3 < 1.50 pg/ml. Tsh 1:5 dilution = 116.02 uiu/ml no impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect tsh reagent lot 39336ud00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. Historical performance in the field of reagent lot using worldwide data through abbottlink was evaluated. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. Based on our investigation no systemic issue or product deficiency of the architect tsh reagent lot 39336ud00 was identified.

Event description:
The customer reported a falsely decreased architect tsh result on a 9-yr old female patient. Results provided: 26oct2022 sid (B)(6) = 85.94 / > 100 / x5 dilution = 190.03 / 197.66 uiu/ml. New sample procured on the same patient on 15nov2022: sid: (B)(6). Tsh 53.83 uiu/ml. Ft3 < 1.50 pg/ml. Ft4 0.54 ng/dl. Repeated on 11/16/2022. Ft4 < 0.40 ng/dl. Tsh > 100.00 uiu/ml. Ft3 < 1.50 pg/ml. Tsh 1:5 dilution = 116.02 uiu/ml no impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect tsh reagent lot 39336ud00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. Historical performance in the field of reagent lot using worldwide data through abbottlink was evaluated. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. Based on our investigation no systemic issue or product deficiency of the architect tsh reagent lot 39336ud00 was identified. Section a1 patient identifier sids: (B)(6). Additional testing added to section b5: new sample procured on the same patient on 15nov2022: sid: (B)(6). Tsh 53.83 uiu/ml. Ft3 < 1.50 pg/ml. Ft4 0.54 ng/dl. Repeated on 11/16/2022. Ft4 < 0.40 ng/dl. Tsh > 100.00 uiu/ml. Ft3 < 1.50 pg/ml. Tsh 1:5 dilution = 116.02 uiu/ml.